Manufacturer narrative:
When completed, the evaluation summary will be submitted in a supplemental report.

Event description:
During case, it was noted that a piece of the handle was missing. We had already used it and couldn't confirm if the handle was intact at the beginning of the case. The missing fragment could not be located.

Manufacturer narrative:
An event regarding plastic handle fracture involving a universal acetabular shell impactor was reported. The event was confirmed. Method & results: -device evaluation and results: the returned device was in used condition. The visual inspection confirmed the fractured handle. -medical records received and evaluation: clinician review was not performed as there is no indication that the event was related to patient factors. -device history review indicated the devices accepted into final stock from the reported lot were free from discrepancies. -complaint history review found no other similar events have been reported for the subject manufacturing lot. Conclusions: the root cause of the reported event was determined to be a known design issue addressed by a design change. The subject device was manufactured prior to the design change.

Event description:
During case it was noted that a piece of the handle was missing. We had already used it and couldn't confirm if the handle was intact at the beginning of the case. The missing fragment could not be located.